Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1707269. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-07-26. Medical device lot #: 1706220p. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-06-06. Investigation: on visual inspection of the 4 pictures received, it can be observed the plunger of the syringes is broken. One of them in the thumb press and the other in the nerves. DHR of lots 1707269 and 1706220p has been reviewed not finding any annotation or deviation regarding the alleged defect. The damage on plungers can be caused by any obstruction or hit during manufacturing process or during transport once the product was out of manufacturing site facilities. The areas where pieces run in manufacturing clean area are protected and soften to avoid damage on the product. Since no incidence has been detected during manufacturing process that could have caused this defect a definitive root cause cannot be determined.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe(s) had a broken plunger. This was observed when filling the syringe, before patient use and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Results: bd received 4 pictures for investigation and 1 sample of 50ll lot 1707269 and 1 sample of 50ll lot 1706220p. On visual inspection of the 4 pictures and 2 samples received it can be observed that the thumb press of the sample of lot 1707269 is broken and the plunger nerve of the sample of lot 1706220p is broken. One of them in the thumb press and the other in the nerves. DHR of lots 1707269 and 1706220p has been reviewed not finding any annotation or deviation regarding the alleged defect. Conclusion: the root cause for the damage on plungers can be caused by any obstruction or hit during manufacturing process or during transport once the product was out of manufacturing site facilities. Since no incidence has been detected during manufacturing process that could have caused this defect a definitive root cause cannot be determined.